Event description:
Following the patient's non-response to pump medication adjustments, a catheter study was performed during a catheter revision on (B)(6) 2011. At that time, the previously reported catheter micro-tear was discovered. Additional information reported that the patient's pump had been "fixed" because it was "cracked" and pump medication had leaked out. No information was provided regarding the type, concentration or dosage of medication used in the pump. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a micro-tear approx three inches from the pump connector. There was a chalky buildup around the site of the micro-tear. The pt's dosage of medication had been adjusted repeatedly, but the pt did not respond. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had a cracked catheter revised 6 months prior to the pump's eos. The patient believed they had a cyst where the catheter was and when they opened up the patient they found a crack on the catheter. The patient also reported that when her last pump "died", it jumped sideways on the day it died. The patient further reported that when their old alarm would go off, when it was low, it would get louder, louder and louder and they would hear it immediately and her old pump "vibrated" when it went off. The pump delivered hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported the patient was told they had a leak in the catheter. The patient also stated that they were on morphine with their pump. No further patient complications have been reported as a result of this event.